Event description:
Healthcare professional reported left side breast capsule, baker grade IV and a ruptured device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, one opening extended on the radius, black particles on the shell and crease fold. A microscopic analysis was performed which identified, one opening crease smooth on the radius, two openings crease sharp on the radius, one smooth opening on the anterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: one crease smooth opening due to fold flaw opening. Two crease sharp openings on the radius due to fold flaw opening. One smooth opening due to smooth opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported left side breast capsule, baker grade IV and a ruptured device. Device has been explanted.